Event description:
It was reported that the lead fractured. A review of the device product performance information noted that the lead triggered a patient alert for lead predictor failure, had high short interval counts (sic) and low and increased pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).